Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer did not extract air from the cartridge prior to the cartridge being filled. Blood glucose level was 79 mg/dl. The customer successfully loaded a new cartridge and resumed insulin therapy.